Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood (bg) glucose reaching 51 mg/dl. Customer consumed glucose tablets to address bg. Reportedly, the customer alleged that the pump software did not accurately adjust the amount of insulin delivered resulting in the low bg. A pump data log was performed, and it was determined that the pump was delivering and terminating insulin deliveries as intended. During a follow-up, the contact acknowledged that the pump was functioning as intended. Reportedly, customer continued to use pump for insulin therapy.